Manufacturer narrative:
The suspect device was not returned to evaluation and an evaluation was not performed. The cause of the reported problem could not be determined.

Event description:
Olympus was informed that a user facility was receiving multiple b30 errors when using the olympus, otv-s190, visera elite video system center. There was no patient injury or harm associated with the problem reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections d4 and h6. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause as follows: based on the available information, it is likely that the b30 error was caused by the use of the scope connectors with dust and soiling at the electrical contact point, and/or foreign material such as chemical residue. The following is described in the instructions for use manual troubleshooting guide: wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely. Dry them. After drying them, connect the endoscope to the light source.